Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead was positioned and the helix was extended after 20-30 rotations of the fixation tool. The lead dislodged when the j-shaped stylet was removed. The helix was then not able to be retracted for repositioning. The lead was removed from the patient and the helix did not retract on the table either. A new lead was implanted without issue. No adverse patient effects were reported.